Event description:
The catheter was placed 9/18/97 by a radiologist. The position was confirmed with fluoroscopy. On 9/23/97, during an injection, leakage was seen at the exit site. An x-ray was taken which showed the catheter had broken in the middle and embolized to the pulmonary artery. The catheter fragment was snared out via right femoral approach.